Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages with no damage to the keypad cover. On investigation, the pump powered up with the appropriate audible and vibratory features. The display was found to be dim and discolored. All the keypad buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and there was contamination under the keypad buttons. This report is made based on results of investigation completed on 07/23/2014.